Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that she was unable to locate the sensor wire upon removal on (B)(6) 2014. Patient did not report any discomfort at insertion site. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.